Event description:
Boston scientific crm received information that this patient presented to the emergency room with diaphragmatic stimulation. An x-ray revealed that the lead had dislodged. Therefore, bi-ventricular pacing was programmed off which stopped the stimulation. Next, a revision procedure was performed and this left ventricular lead was explanted and replaced with a competitive lead.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.